Event description:
During a follow-up in clinic, there were noise episodes noted on the atrial lead which resulted in false automated mode switch (ams). During lead provocative testing, the pacing lead impedance had also decreased. Lead replacement is anticipated but no action has been taken at this time. The patient was stable with no consequences.